Event description:
Olympus was informed that early in a therapeutic resection of prostate (turp) procedure the physician had requested the irrigation method be changed. The procedure was stopped, and when re-started, the physician reportedly encountered a large amount of bubbles in the field of view that made visualization difficult. The procedure was again stopped, and the users determined that the non-olympus pump tubing had been installed backwards. The tubing was corrected and the procedure resumed. After approx five mins of resection, the pt reportedly moved and a loud pop was heard. The procedure was stopped again, and it was determined a perforation of the bladder had occurred. The pt was transferred to a different operating room for surgical intervention, and the treating physician reportedly discovered two perforations in the bladder. The pt is reportedly doing fine following surgery.

Manufacturer narrative:
The device referenced in this report was discarded by the user facility. The exact cause of the pt's outcome could not be conclusively determined. If additional info becomes available later a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. (B)(4). Cross-reference MFR report number 8010047-2010-00170 for the associated device.